Event description:
It was reported to medtronic minimed that the customer experienced device heating up. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer did not report damage to battery compartment, battery cap, or pump case. No harm requiring medical intervention was reported. Mmt-1886 was requested for return and the customer has returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the functional tests, including the sleep current measurement test, active current measurement and self test. The pump was monitored with the current time and date and monitored for several hours. No unexpected device heating up noted during testing. Successfully downloaded history files and traces using thus software. The pump was cut open and traces of moisture on battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked retainer, faded serial number label, cracked keypad overlay and scratched case. In summary, customer alleged device heating up not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.